Event description:
The customer reported she was hospitalized due to high blood glucose of 700 mg/dl. She was released the following day and returned that same day, due to her blood glucose rising up again. Her symptoms for both hospitalizations were nausea, vomiting, and confusion. She was treated with IV and potassium. Troubleshooting was performed. Drive support cap normal. Customer disconnected at quick release. No air bubbles found. The insulin exited during manual prime. No leaks were found. Time, date, basal rates, and bolus wizard settings were correct. Alarm history had "no delivery" alarms. No issues found in the bolus history. The device passed the high pressure test. Customer was advised to change entire set. Customer stated she was experiencing a burning sensation with her last infusion set. No further information to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.